Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that, the 50cc sensation plus intra aortic balloon(iab) had fiber optic sensor failure and it had occurred while in the or. The inner lumen had been capped off during insertion, so it was unavailable to be transduced. The perfusionist was trying to interface the arterial line from the anesthesia machine to the balloon pump without success.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing approximately 47.2cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 17.8cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no. (B)(4).

Event description:
N/a.